Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and pain for breast implant device on right side. The device remains implanted.

Manufacturer narrative:
Health effect: impact code: f2203, imaging required.

Event description:
Healthcare professional additionally reported, "felt different" and "less full". The device has been explanted.